Manufacturer narrative:
Placeholder.

Event description:
Patient had three leads being removed for indication of fractured rv lead and capped rv lead and old atrial lead. We started by removing the atrial lead successfully with medtronic 5076 with 12 fr glidelight and then moved on to the first dual coiled rv lead which were a medtronic 6947 implanted in 2009 and a medtronic 6949 implanted in 2006 on a female who was (B)(6) years old. The complication occurred after using a 14 fr on the rv lead we switched to 16 fr glidelight because of stalled progression and then went to 13 fr tightrail but could not get coaxial alignment so went back to 16fr glidelight. Patient pressures started falling rapidly after we went around the svc atrial junction with laser.